Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had power error detected alarm. The blood glucose was 112 mg/dl at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reported that, the insulin pump has not been exposed to temperatures below 5 degree celsius. Customer has not previously called to report power error detected. Notification light did not immediately stop flashing. Customer advised to monitor the insulin pump and and call back if the error recurs. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error 25 due to the connector resistance issue. Unit passed displacement test, sleep current measurement and active current measurement.